Manufacturer narrative:
The complaint of external catheter breakage is confirmed, user-related. The characteristics of the damage found on the complaint sample are consistent with a tensile break in which the elastic strength of the catheter has been exceeded. The product instructions for use provides written directions for securing the catheter as well as a warning that excessive tension can cause the catheter to rupture. A lot history review (lhr) of reve0568 showed no other similar product complaint(s) from this lot number.

Event description:
It is reported that after two days the catheter placement completed, the user found the catheter fracture.